Event description:
On 11-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 20 mg/dl following a prolonged dosing interruption after the insulin cartridge became empty and a delayed supply change. The user was transported to the hospital by ems where the user was treated with glucagon (baqsimi) and other treatment (unknown) and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospital treatment after not completing the supply change for several hours after the insulin cartridge became empty, followed by resumption of dosing when bg was 400 mg/dl with no insulin on board while automated insulin delivery resumed after the supply change. This behavior can result in a large insulin delivery over a short period of time and is consistent with the observed hypoglycemia (bg 20 mg/dl) requiring glucagon treatment and emergency care. Engineering logs were reviewed at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.